Manufacturer narrative:
Patient identifier: requested, unknown, age & date of birth: requested, unknown, patient sex: requested, unknown, weight: requested, unknown, ethnicity: requested, unknown, race: requested, unknown , UDI: this is the product code that is not required to be registered with FDA. Implanted date: device was not implanted, explanted date: device was not explanted. Review of the manufacturing record and the product inspection record of the actual sample found no anomalies in them. Search of the past complaint file of the involved product code/lot found no other similar report from other facilities. Inspection of the actual sample. Visual inspection found that the actual sample was divided into two portions. The length of each portion was confirmed as follows: - distal portion: approximately 336 mm - proximal portion: approximately 1464mm - the total length was approximately 1800 mm. Magnifying inspection of the actual sample found that: - there are no external abnormalities such as scratches over the entire length excluding the broken parts. - the broken end of the outer layer of each portion matched in terms of the shape with each other. - as the specified length of this product is 1800 mm, from the length of both portions, it was considered that no portion was missing from the actual sample. Electron microscopic inspection of the outer layer at the fracture end of both portions found that: - distal portion: the outer layer had been torn off. - proximal portion: the outer layer had been torn off and elongated with some creases on the side surface. From this, it was inferred that pulling force was applied to the outer layer. Electron microscopic inspection of the core wire at the fracture end of both portions found that: - distal portion: the side of the core wire was straight without tapering or curvature. Radial pattern was observed on the fracture surface. - proximal portion: the side of the core wire was straight without tapering or curvature. Radial pattern was observed on the fracture surface. The outer diameter (normal part) was confirmed to meet the factory's control standards. No anomaly was observed. Simulation test. We have been aware that the guidewire may be fractured when the following force a - d is applied. In addition, we have also been aware that the shape of fracture end and fracture surface of the core wire is characterized depending on the mechanism leading to the fracture. 1. When pulling force is applied, the side surface of fracture end is tapered, and a dimple pattern (a hole-shaped pattern) is formed on the fracture surface. 2. When repeated bending force (90 ° folded bending force) was applied, no taper is found on the side surface of fracture end, and a dimple pattern (a hole-shaped pattern) is found on the fracture surface. 3. When continuous torque force is applied in the same direction while the product is kept curved, no taper is found on the side surface of fracture end, and radial pattern is found on the fracture surface. This state is considered similar to that of the actual sample. 4. When pulling force is applied to a looped guidewire, the fracture end is curved. Based on the investigation result, as a possible cause of this case, it was inferred that the event occurred by the following mechanism. The actual sample, while in a curved state, was trapped due to some factors. The actual sample in that trapped state was subjected to continuous one-way torque force, leading to the fracture of core wire. After that, when the actual sample was withdrawn, pulling force was applied to the outer layer, leading to the fracture of outer layer. IFU states: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire gt and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire gt or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that after successfully probing the left hepatic artery using a guide wire (terumo, radifocus guide wire gt) which was inserted via sheath, guide catheter and microcatheter, the guide wire broke at the distal part, near the tip. The first thing that was noticeable was the insufficient transmission of movement from the end of the wire to the tip of the wire. When removing the guidewire from the microcatheter for inspection, it was noticed that the distal end of the wire did not move and remained in position. Since the point of fracture was within the microcatheter, the broken end of the wire could be successfully removed from the patient by carefully withdrawing the microcatheter and guide catheter. The fluoroscopy time has increased up to twenty minutes. The patient was not directly harmed. The procedure was completed successfully.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section d3.